Event description:
Initial estradiol for a pt sample was <5.00 pg/ml. When repeated, the result was 1649 pg/ml. The field service rep found the instrument had a misaligned mixing paddle. He repaired the instrument by adjusting the mixing paddle.